Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. During a pci the balloon of a cypher stent delivery system burst during use of product for stent post-dilation. The target lesion being treated was the proximal to distal rca. The lesion was described as heavily calcified and moderately tortuous. There was 99% stenosis. Pre-dilation was conducted several times and then a 3.0 x 33mm cypher select + was delivered to the target lesion. There was friction encountered delivering the product to the lesion. After positioning the cypher select+ to the target, the product was implanted at 10atm. Post-dilation was conducted with the cypher sds and the balloon ruptured while inflating at 14 atm. Balloon rupture was confirmed by contrast medium leakage under angiography and back-flow of blood into the inflation device. The product was removed from the patient without difficulty and post-dilation was conducted with another product successfully. There was no patient injury reported. There was no difficulty removing the product from its packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally following IFU instructions. Information about the type of contrast and saline ratio used was not available. The manufacturer of the inflation device was not indicated. The same indeflator was used successfully with other devices. The product was returned for analysis. One non-sterile cypher select + (B)(4) 3.00 x 33mm was received coiled inside a plastic bag. The balloon was already inflated and had a full axial burst. The stent was not received. Residues of inflation media were observed in the inflation lumen. Bents were observed, however this condition on the shaft could be related to the way the unit was shipped for analysis. No other damages were found in the received unit. A leakage test was not done because the balloon was burst. Sem results show that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. An assessment of the manufacturing process was made and it indicates that adequate process controls are available at the crimp and pack manufacturing operation to detect balloon damage and/or leaks. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint the reported failure was confirmed. The exact cause for the balloon burst could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Based on the information available, it is not possible to draw a clinical conclusion between the device and the events. However, the available information suggests that vessel / lesion characteristics (heavy calcification and tortuosity) and possibly procedural factors may have contributed to these events.

Manufacturer narrative:
During the procedure products used were: inflation device: medtronic, gw: runthrough, gc: brite tip 7f jr4, bc: kaneka 2.0/15mm, fukuda 3.0/15mm, sheath: medikit 7f. The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15138918 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During the procedure a femoral approach was chosen. Pre-dilation was conducted several times and a 3.0 x 33mm cypher select+ stent was delivered to the proximal to distal right coronary artery (rca) lesion although there was friction encountered delivering it. After positioning the cypher select+ for implant, the cypher select+ was inflated at 10atm for 15seconds and it was deflated. While being inflated again at the target lesion at 14-16atm, the physician confirmed that the balloon had ruptured at 14atm although the stent was deployed. Blood was withdrawn into the inflation device. Therefore the cypher select+ was retrieved intact from the patient by pulling the device inside of the guiding catheter. Post-dilation with a balloon (3.0/15mm) was conducted, and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The lesion was a heavily calcified and moderately tortuous. There was 99% stenosis. There was no difficulty removing the product from its packaging or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices.